Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that noise was observed on the lead. No intervention has been performed at this time. The patient was in stable condition.